Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The philips service engineer (se) inspected the device. The se replaced the flow sensor assembly and the ventilator passed all testing.

Event description:
It was reported that the ventilators flow test was out of range. There was no patient involvement. The event date was not specified; estimate used.